Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that he began to obtain higher than expected blood glucose readings with the subject meter approximately 1 week prior to contacting lfs. The patient informed the mss that he normally tests in the "80 to 130 mg/dl" range, but began obtaining blood glucose readings in the 200 and 300 mg/dl range. The patient manages his diabetes with a combination of oral medication and novolin insulin (adjusted based on blood glucose reading). The patient stated that he would adjust the dose of his insulin if he obtained a blood glucose reading greater than 130 mg/dl. The patient reported that on the afternoon of (B)(6) 2012, his spouse found him incoherent after waking from his sleep. The patient reported that his wife immediately contacted emergency services and when they arrived they obtained a reading of "50 mg/dl" on their device. The patient stated he was treated with a glucagon injection and his blood glucose responded. The patient informed the mss that he was not taken to the hospital and did not receive any additional treatment after his blood glucose had stabilized. The patient reported that prior to the onset of symptoms, he had last tested with the subject meter 6 to 8 hours prior. The patient did not recall the specific result obtained with the subject meter, but thought it was in the high 100 mg/dl range. The patient confirmed taking insulin in response to the reading and then going to sleep. At the time of troubleshooting, the patient ran a control solution test and per the documentation, the control result fell outside of the specified control range. However, it was noted that the control solution was either expired or opened past its discard date. Replacement products were sent to the patient. This complaint is being reported because the patient was treated for severe hypoglycemia by an hcp after obtaining alleged inaccurate high readings with the subject meter.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) /2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Lot #: 3367670